Manufacturer narrative:
E1.: (phone number): (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Regulatory agency reported, right side rupture. And capsular contracture, baker grade I. Device has been explanted.